Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer railing had broken. The field service engineer (fse) found that the oxford 45.2 bearing cage was exposed due to a missing slide bumper. The drawer was pulled, the slide bumper was replaced, and the proper operation of the drawer was verified after reinstallation. The proper operation was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the alt4hsb unit experienced a failure in one drawer, and the railing was found broken. The customer reported that the issue occurred during medication dispensing and medication replenishment. There were no delay, no adverse events or injuries reported based on this event.